Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to diabetic ketoacidosis on (B)(6) 2017 with a blood glucose of 683 mg/dl. The current blood glucose is 272 mg/dl and at the time of incident was 387 mg/dl. The customer's blood glucose was running in the 200-400's mg/dl. The customer treated their high blood glucose with intravenous drip, manual injection, and insulin pump. The customer was wearing insulin pump during hospitalization. Based on customer report they does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.